Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the diagnostics performed related to the poor coupling were replacing the antenna, checking the patient with a new charging system, and an x-ray being performed. An x-ray was performed on (B)(6) 2019 which showed the battery was flipped. Due to the battery being flipped the patient was scheduled for a revision on (B)(6) 2019. No further complications were anticipated.

Manufacturer narrative:
Date of event: event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient got a new antenna and tried another ins recharger (insr) system but they cannot get past 0 coupling. Post-op they got 8 coupling boxes, and after leaving the hospital the week of the 10th, they got 4-6 boxes. The week after no boxes. It was advised to consider an x-ray and pocket evaluation. The issue was not resolved. No patient symptoms or further complications were reported as a result of this event.